Event description:
Customer reported that shards of glass have been reported in the simplex cement batch during two operation. This pi was raised for operation 1.

Manufacturer narrative:
An event regarding foreign matter found in simplex cement mix was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection of the device in question and reported foreign matter could not be completed as it was not returned, however, as there were two reported events for this simplex lot retain samples of the powder and liquid components were undertaken by the lab to review for foreign matter. The analysis indicated no foreign matter presence in any of the retain samples inspected. -medical records received and evaluation: medical records were not provided for review. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there was one other similar reported event for the lot referenced. Conclusion: two incidents of foreign matter within mixed simplex cement were reported from the same hospital. The event could not be confirmed as no images were provided and no product was returned. Visual inspection of the device in question and reported foreign matter could not be completed as it was not returned, however, as there were two reported events for this simplex lot retain samples of the powder and liquid components were undertaken by the lab to review for foreign matter. The analysis indicated no foreign matter presence in any of the retain samples inspected. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including images of the reported issue and return of the product in question are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the batch manufacturing records indicate devices were manufactured and accepted into final stock no relevant reported discrepancies. There have been one other similar events for the reported lot- this event was reported on same day from same hospital. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Customer reported that shards of glass have been reported in the simplex cement batch during two operation. This pi was raised for operation 1.